Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A device interrogation was performed. Lead measurements were noted to be good; the device was operating as programmed. Thresholds were not assessed during the interrogation. There were no recorded events within the previous 72 hours. Of note, the patient was reported to have had surgery two days prior to the syncopal episode.